Event description:
Part of the itrack advance catheter was inadvertently left in schlemm's canal. Fragment was observed during 1-week post-op. Examination. Additional surgery subsequently undertaken at 1.5 to 2 weeks post op. To remove the fragment. The fragment has been removed successfully and without any further complications or issues.